Event description:
During a rotator cuff repair the distal portion of the needle broke off into the pt. The surgeon is reporting that there was no pt harm due to this incident, however, they were not able retrieve the broken fragment from the body.